Event description:
Information received indicates the nurse call buttons are not working.

Manufacturer narrative:
The technician found the pins on the communications cable were bent. The technician replaced the communications cable to repair the bed.